Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the endoscope cannot be detected due to the effect of adhesion of foreign material to video connector socket. The foreign material could not be identified as well as the cause of the residual foreign material. Additionally, it is unknown if reprocessing was conducted in accordance with IFU. Repair was required to return the device within specifications. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center did not detect endoscopes. The issue was found during preparation for use and there were no reports of patient harm.

Manufacturer narrative:
Olympus field service engineer (fse) went to the customer site to perform an inspection and completed the following troubleshooting steps: cleaning endoscope contacts and cleaning the cv-170 endoscope socket. The reported issue could not be duplicated. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a whitish and greenish roughness foreign material at the video connector socket. It was unable to determine what this material is made of or its possible source. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.